Event description:
The customer reported to olympus, during reprocessing, the evis exera ii duodenovideoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa and coagulase-negative staphylococcus. The air/water channel, operating channel, suction channel, distal end, valve opening, and channel separator were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is steris enzymatic spone. The air/water channel and forceps elevator wire channel were aspirated and flushed with water. The manual detergent/disinfectant is neodisher endo med. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using reinigungsburste olympus maj-1888; zahnburste happy morning, haeger werke; reinigungsburste maj-1339 olympus manual brushes. The storage practice is using a simple cabinet and the scopes are hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where due to damage on the air/water tube water tightness was lost, due to annual inspection parts needed replacing and the bending section rubber glue was worn. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.